Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:54:52. During night drain cycle 3, the patient's ultrafiltration reading was 2142ml, indicating the home patient (hp) drained 2142ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2142ml during therapy initiated on (B)(4) 2011 at 1:54, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the user bypassed drain in cycle 2 on (B)(4) 2011 at 5:00:40 with a drain not complete alarm. Cycle 3 therefore received a partial fill. Cycle 3 drain was completed on (B)(4) 2011 at 6:08:12 and the user's actual drain volume during cycle 3 was 2143 ml. The actual drain volume of 2143 ml is 93.2% of largest prescribed fill volume (lpfv) of 2300 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.